Manufacturer narrative:
Patient information: no information provided. Customer has taken the unit out of service and has stored it in a warehouse. Manufacturer has requested access to the unit for additional analysis. Installation date: (B)(6) 2002. Prior to this event the sterilizer was serviced; the field service representative placed the sterilizer into an accelerated service cycle using a dip switch on the control board. Once servicing was completed the field service rep noted that he set the dip switch back to the normal operation and cycled power (off/on). The sterilizer remained in the service accelerated cycle when returned to the customer for use.

Event description:
Approximately twelve employees (exact number and specific information not provided) alleged various adverse symptoms involving headaches, sore throat, and watery eyes after a hospital employee opened the door during aeration of a 3m¿ steri-vac¿ sterilizer/aerator 5xl. Employees were sent to the emergency room where they were sent outside for fresh air. One employee received oxygen. Several employees were off work the following day. No error message was present on the sterilizer, but a printout showed a message of sterilization cycle error (indicating accelerated cycle). The sterilizer was in a short/accelerated service cycle, where the gas was gone from the chamber but was in the load. The sterilizer is in its own room with no ethylene oxide monitors installed. A hospital staff member had opened the door during aeration, removed and unwrapped the load and placed it into a work area. The fire department arrived at the hospital and reported to the 3m field service representative that they did not detect ethylene oxide gas. Additional information was received that two employees plan to see a specialist due to lingering symptoms.